Event description:
After 4 hours of continuous and bolus use of the belmont warmer, the overheat alarm occurred immediately after reperfusion. This resulted in having to change the unit and waste blood products. The patient required resuscitation with pressors for hypotension due to hypovolemia until the new belmont was primed and loaded. The belmont representative was immediately available to obtain the unit and disposables and to run tests on blood samples from the unit.